Event description:
It was reported that bd insulin¿ syringe stopper is deformed and makes the plunger difficult to move during use. No date/time or patient information was given. The following information was provided by the initial reporter: material no. 928858 batch no. 8232713. It was reported that stopper is deformed and will not allow plunger to move. Verbatim: syringe 31g 3/10ml found 1 syringe stopper deformed and will not allow plunger to move.

Manufacturer narrative:
H.6. Investigation: customer returned (1) 31g x 8mm, 0.3ml walgreens insulin syringe from lot 8232713. Consumer reported 1 syringe stopper deformed and will not allow plunger to move. The returned sample was examined, and exhibited a damaged/disfigured stopper. The damaged stopper would be the cause for difficulty when moving the plunger rod. A review of the device history record was completed for batch# 8232713. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications [(B)(4)] noted that did not pertain to the complaint. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: the silicone leaked out of the silicone tank and hose because of a defective fitting. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe stopper is deformed and makes the plunger difficult to move during use. No date/time or patient information was given. The following information was provided by the initial reporter: material no. 928858 batch no. 8232713. It was reported that stopper is deformed and will not allow plunger to move. Verbatim: syringe 31g 3/10ml found 1 syringe stopper deformed and will not allow plunger to move.